Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured. The delivery system was 1ml under nominal volume. The valve was deployed and an echo (tee) revealed trace evidence of paravalvular leak (pvl). An angiogram revealed an 80:20 aortic/ventricular position and no aortic insufficiency (ar). The patient was stable at end of procedure. Upon visual inspection of the delivery system balloon, the rupture occurred at the proximal end of the balloon. Per report, it was concluded that the stj calcium was the perceived root cause of the rupture.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter revealed a kink at the double white markers on the balloon shaft due to packaging, and a longitudinal tear propagating into a radial tear. There were no other abnormalities noted. No functional testing of the balloon could be performed based on the damaged condition of the balloon. Dimensional analysis of the balloon found the balloon wall thickness met specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per report, patient factors (sinotubular junction calcification) contributed to the balloon rupture. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds (B)(6) 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required.